Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the non-tortuous and non-calcified mid left circumflex artery (lcx). Predilation was performed with a 2x20 maverick 2 balloon catheter. Subsequently, a 2.25x24mm promus element ¿ drug eluting stent was advanced and implanted to treat the lesion. However, following stent implantation, the physician noted that the implanted stent was severely shortened. The procedure was completed by stent implantation using another 2.25x16mm promus element ¿ followed with post-dilation using a 2.5x16mm balloon catheter. No patient complications were reported and the patient's status was stable.